Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of approximately 50 of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there are no additives in the tubes. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of approximately 50 of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there are no additives in the tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there are no additives in the tubes.